Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 19sep2016 in describe event or problem. No further follow up is planned. Evaluation summary the patient experienced increased blood glucose while using a humapen savvio (lot c400469a). There was no product complaint for the device and it was not returned for investigation. There was evidence of improper use of the device. It was reported the patient reused needles. There was no product complaint relative to pen function, however, the use error may be relevant to the event of increased blood glucose if the patient did not prime before each injection. The device user manual indicates that a new needle should be used with each injection.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), concerns a (B)(6) male patient. Medical history included high cholesterol, triglycerides and diabetes. Concomitant medications included rosuvastatin and metformin for unknown indication for use. The patient received insulin lispro (rdna origin) (humalog) cartridge, 10 iu in the breakfast and 10 iu at lunch; daily; subcutaneously, indicated for diabetes, starting in 2015; reported as almost a year before initial report. Approximately, since on (B)(6) 2016, one year after starting insulin lispro treatment via humapen savvio graphite, lot number c400469a, the patient noticed that his glycaemia was altered and nothing was able to decrease it; but before, the patient blood glucose remained at 170mg/dl. According the reporter consumer, since the patient started the cartridge c459940a, his glycaemia became altered overnight and he could not get out of 300mg/dl and 400md/dl. Additionally, on an unspecified in (B)(6) 2016, the patient noticed insulin lispro was not having effect (product complaint 3731479), as he experienced glycaemia of 680 mg/dl and also on (B)(6) 2016, the patient s glycaemia reached 600 mg/dl and a little. As corrective measure, on an unspecified date the physician discontinued insulin lispro treatment and prescribed insulin lispro 25% + lispro npl 75% to make a test. According the reporting consumer, the patient remained a week without receiving insulin lispro, and on (B)(6) 2016, the patient did not perform insulin lispro injections, because he already pierced the body much (as reported). It was unclear whether or not the insulin lispro treatment had already been discontinued by the physician during the week the patient remained without applying insulin lispro. The patient did not receive a corrective treatment for the event of insulin lispro was not having effect and it was unknown if any corrective measure was taken for the event of drug dose omission. The outcome of these was unknown. It was provided the patient reused needles sporadically. As of (B)(6) 2016 the patient was recovering from the event of glycaemia of 680 mg/dl/ high glycaemia and had not started insulin lispro 25% + lispro npl 75% treatment. The patient operated the device and he was a trained user. It was unknown for how long the humapen savvio graphite model and reported device had been used. The device was not returned. The reporting consumer possibly related the event of glycaemia at 680 md/dl/ high glycaemia to insulin lispro. No other relatedness opinion was provided. Update 03aug2016: additional information received on 01aug2016 and 03aug2016 from the initial reporter consumer was processed within initial case. Update: 04aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 14sep2016: upon internal review removed the phrase this humapen savvio graphite is associate with product complaint pending from the narrative, since there is no product complaint associated to device. Edit 14sep2016: upon internal review added in the narrative patient reused needles (improper use). Update 19sep2016: additional information received on 19sep2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via patient support program (psp), concerns a (B)(6) caucasian male patient. Medical history included high cholesterol, triglycerides and diabetes. Concomitant medications included rosuvastatin and metformin for unknown indication for use. The patient received insulin lispro (rdna origin) (humalog) cartridge, 10 iu in the breakfast and 10 iu at lunch; daily; subcutaneously, indicated for diabetes, starting in 2015; reported as almost a year before initial report. Approximately, since on (B)(6) 2016, one year after starting insulin lispro treatment via humapen savvio graphite, lot number c400469a, the patient noticed that his glycaemia was altered and nothing was able to decrease it; but before, the patient blood glucose remained at 170mg/dl. According the reporter consumer, since the patient started the cartridge c459940a, his glycaemia became altered overnight and he could not get out of 300mg/dl and 400md/dl. Additionally, on an unspecified in (B)(6) 2016, the patient noticed insulin lispro was not having effect (product complaint (B)(4)), as he experienced glycaemia of 680 mg/dl and also on (B)(6) 2016, the patient s glycaemia reached 600 mg/dl and a little. As corrective measure, on an unspecified date the physician discontinued insulin lispro treatment and prescribed insulin lispro 25% + lispro npl 75% to make a test. According the reporting consumer, the patient remained a week without receiving insulin lispro, and on (B)(6) 2016, the patient did not perform insulin lispro injections, because he already pierced the body much (as reported). It was unclear whether or not the insulin lispro treatment had already been discontinued by the physician during the week the patient remained without applying insulin lispro. The patient did not receive a corrective treatment for the event of insulin lispro was not having effect and it was unknown if any corrective measure was taken for the event of drug dose omission. The outcome of these was unknown. As of (B)(6) 2016 the patient was recovering from the event of glycaemia of 680 mg/dl/ high glycaemia and had not started insulin lispro 25% + lispro npl 75% treatment. This humapen savvio graphite is associate with product complaint pending. The patient operated the device and he was a trained user. It was unknown for how long the humapen savvio graphite model and reported device had been used. Device will not return and its status was not provided. The reporting consumer possibly related the event of glycaemia at 680 md/dl/ high glycaemia to insulin lispro. No other relatedness opinion was provided. Update 03aug2016: additional information received on 01aug2016 and 03aug2016 from the initial reporter consumer was processed within initial case. Update: 04aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.